Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unk how the device may have caused or contributed to the event. Medical record review: medical records were provided and have been reviewed by post market surveillance clinical staff. It was noted that there is insufficient information in the current medical records to make a conclusion of relationship to fresenius product and the reported event. Further attempts will be made for additional information and supplemental report will be filed base on findings. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The pt's rn called in to report the pt had expired after treatment at home. Findings from the medical records: direct quotes from emergency report-date time seen (B)(6) 2014 13:55 via ems. Family wanted the pt to be brought to the hospital to confirm death. Pt in asystole at the time and no intervention being done. History of present illness-the pt presents in cardio-respiratory arrest, (B)(6), white female presents from home with cardiac arrest. Paramedics called earlier and asked to discontinue code, secondary to family request. There is a do not resuscitate at site. Daughter did have power of attorney paperwork. The pt has been in a coma at home for 7 years following a stroke. Pt is on dialysis and was well until the 9 months when her health started declining rapidly. Emergency room physician instructed the paramedics to hold on any CPR. No CPR was done during transport. There was no pulse, no spontaneous respirations on the monitor, she was pronounced at 13:56. Family was at bedside.